Manufacturer narrative:
Sample 1/1 needed to be analyzed in an insert cup due to low sample volume. Qc and system checks were within specifications. Service was not dispatched for this event. A definitive root cause has not been determined to date.

Event description:
A customer contacted beckman coulter inc., (bec) regarding a lower than expected carcinoembryonic antigen (cea) result generated by the unicel dxi 800 access immunoassay system for one (1) patient. The result was reported out of the lab and it was questioned by the physician. Repeat testing and a subsequent sample resulted higher and better matched the patient's clinical picture. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.